Manufacturer narrative:
(B)(6). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of an optease vena cava filter but the filter subsequently malfunctioned and caused injuries and damages the patient, including, but not limited to, a fractured filter, complicated removal of the intact portions of the filter, inability to retrieve one fractured filter leg that was too embedded to be removed, perforation of the caval wall and resultant narrowing of the wall.  The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and retrieval difficulty could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture and perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief (B)(6), the patient underwent placement of defendants' optease vena cava filter but the filter subsequently malfunctioned and caused injuries and damages the patient, including, but not limited to, a fractured filter, complicated removal of the intact portions of the filter, inability to retrieve one fractured filter leg that was too embedded to be removed, perforation of the caval wall and resultant narrowing of the wall.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter and the filter subsequently malfunctioned and caused injuries and damages the patient, including, but not limited to, a fractured filter, complicated removal of the intact portions of the filter, inability to retrieve one fractured filter leg that was too embedded to be removed, perforation of the caval wall and resultant narrowing of the wall. Additional information contained in the patient profile form (ppf) indicated that the patient became aware of these failures and underwent a removal attempt ten years and three months post implantation. Medical records nor imaging for the removal attempt and the reason for the removal attempt have not been provided. According to the ppf the filter struts remain in the patient¿s posterior lateral wall in the inferior vena cava (ivc). The patient also reports to have constant stomach ache. According to the medical records, the patient had a history of chronic venous insufficiency with bilateral lower extremity swelling and was morbidly obese. The patient was to undergo a gastric bypass therefore the filter was placed prophylactically. Prior to the implantation, the patient denied any evidence of pulmonary embolization in the past and could not recall any evidence of deep vein thrombosis. The filter was successfully deployed between the l2 and l3 level. The filter did not show any obvious tilting and was in good position. The size of the vena cava was noted to be at least 2 cm in diameter. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r0804552 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported perforation of the ivc, retrieval difficulty, and strut fracture could not be confirmed. Filter fracture and vessel perforation are known adverse events associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. A stomach ache does not represent a device malfunction and may be related to underlying patient specific issues or related to gastric bypass surgery. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. The device's expiration date is july 2007.